Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lvad system produced low flow alarms, and that the patient was not tolerating anticoagulation. No evidence of hemolysis was found. It was later reported that the patient went suffered a ventricular tachycardia storm, and progressed to end organ dysfunction. The hospital suspected a possible issue with malpositioning of the pump. The pump was running at a speed of 8800 rpms, then 9200 rpms and the flows estimations remained at 2lpm. A right heart catheterization confirmed the low flow state. It was reported that the patient expired on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. The reported low flow events were confirmed through the evaluation of the submitted system controller log file. The account reported concerns of malpositioning. Based on previous complaint experience, malpositioning of the inflow conduit has the potential to contribute to flow issues; however, a direct correlation between the device and the reported events could not conclusively be established. The instructions for use lists cardiac arrhythmia and death as a potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.